Event description:
It was reported that the external pulse generator (epg) continues to pace even after it is shut off. Technical services (ts) informed the biomedical engineer (be) that the epg is no longer serviced by the manufacturer. Ts emailed the information of the service plan. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).